Event description:
Complaint received via usps. Customer allegedly bought 3 boxes of syringes, and out of the 3 boxes, 30 syringes were "defective". Customer alleged that they wouldn't hold the insulin and pushed the insulin out as soon as she stopped drawing it.